Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. A dreamstation CPAP pro device was returned to the third-party service center as part of the recall process with no initial complaint. There was no report of patient harm or injury. The device was returned to the third-party service center for evaluation. During servicing of the device, it was found that there was visible foam particles and contamination findings of dust. The device has been scrapped.